Event description:
In the course of a laparoscopic cholecystectomy, the monopolar connecting cable, attached to an electrode, reportedly sparked and came apart near the electrode connection. Another cable was substituted to complete the procedure. No pt or staff injury was reported. Item was returned to MFR for evaluation.